Event description:
During stone extraction in the common bile duct, the physician selected a cook memory ii double lumen extraction basket. It was initially reported that the open/close function on the handle of this product did not work. There was no reportable information at that time. The device was received on 19may2026 and during qe investigation the basket would not move when the handle was manipulated, then the handle was disassembled. The drive wire was separated from the handle, and nesting was observed in the purple hub [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted and no sign of damage to the handle catheter or basket was noted. During a functional test the handle was unable to be manipulated and the basket could not be advanced. The handle was disassembled for further evaluation. It was noted that the drive wire is disconnected from the handle. There was also nesting of the wire inside the purple hub. For further evaluation of the drive wire cable and basket, the distal catheter was cut to push the basket out of the sheath. The basket was fully formed and intact. Evidence of solder was present on the handle cannula at the joint. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the one returned device said to be involved confirmed the report of unable to manipulate the basket. This report was due to a separation of the drive wire in the device handle. The cause of the separation is unknown. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.